Event description:
It was reported that 24 hours post-implant, an increase in pacing thresholds were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.